Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ severe pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("severe discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss") and autoimmune disorder ("autoimmune disorder"). The patient was treated with surgery (essure device removal). Essure was removed on 9-jun-2018. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, dyspareunia, alopecia and autoimmune disorder had not resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, dyspareunia, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: discrepancy: date(s) of insertion: (B)(6) 2011 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Most recent follow-up information incorporated above includes: on 13-jul-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ severe pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("severe discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss") and autoimmune disorder ("autoimmune disorder"). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, dyspareunia, alopecia and autoimmune disorder had not resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, dyspareunia, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: discrepancy: date(s) of insertion: (B)(6) 2011 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: results: coils were properly placed. Most recent follow-up information incorporated above includes: on 4-jun-2020: plaintiff fact sheet received. Reporter information updated. Case became serious incident as removal details were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.